Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line and the o-ring. Customer reverted to multiple daily injections for insulin therapy. Customer's blood glucose was 363 mg/dl.